Manufacturer narrative:
(B)(4). Date sent: 7/17/2017. Incorrect statement regarding device return follow up sent in on the initial. The device has been discarded and will not be returned.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2017. Batch # n54u64. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during an open lar, the staples were not formed and fell off the tissue at the first firing. The cartridge was changed and fired again, but the same event occurred. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented it was possible that the target tissue was too thick. No device will be returning.